Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours on the abdomen. The patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The patient's legal guardian (lg) called the general practitioner (gp) and was prescribed antibiotics named flucloxacillin 500mg. It was noted that the pod was coming away from the adhesive pad. Hyperglycemia treated with a new pod.